Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had angina for four weeks. Restenosis was noted in the 2nd obtuse marginal which was treated with ptca. No additional event or patient information is available.